Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer stylus pen would not touch accurately even after many pen calibrations. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; stylus tip and cursor did not align on the screen and it was difficult to be accurate in making selections with the stylus pen; the overlay was found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.